Manufacturer narrative:
A broken off end cap, cracked case, cracked reservoir tube lip, cracked battery tube threads and a scratched display window was noted during visual inspection. Unable to perform functional testing due to the broken off end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real

Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and the insulin pump is damaged. The driver support cap was protruded and loose. No further information was provided.